Manufacturer narrative:
According to the customer, on (B)(6) 2025 her husband was able to move the rail causing it to "dislodge" and him to "fall out of the bed". The customer reported after the incident she called 911 and he was admitted into the hospital for "4 days" with a "skin tear on the shoulder, a laceration on his forehead, and he was sore with bruising and swelling". The customer reported the imaging showed there was "no bleeding on the brain and there was no concussion diagnosis". The customer reported that he is doing well now and is comfortable in his bed. The customer was unable to provide any specific intervention performed while her husband was in the hospital and was unable to provide any additional treatment that was prescribed after discharge. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 her husband was able to move the rail causing it to "dislodge" and him to "fall out of the bed".